Event description:
Event: patient was in a sizewise bariatric bed made to accommodate patients as large as 1000 pounds. This bed has a power driver that is attached to the headboard. This driver is connected by a wire to a battery that is attached to the bed frame, so that the patient and the bed can be pushed down the hall with the aid of a motorized wheel. In this case, however, while the patient was in her room, the headboard of the bed was removed quickly, apparently by someone who did not know the disconnect the wire from the battery. The wire broke, exposing bare wires that were still connected to the battery. The wire shorted and caused the bed and suction tubing to be singed. The nurse unplugged the bed, got the patient off of the bed and took the bed into the hallway, so there was no patient involvement at all. Maintenance and the internal facility staff who manage specialty beds were called. When showing them the problem, the rn touched the wires and suffered a 2 x 3 cm 2nd degree burn.

Manufacturer narrative:
This device was evaluated at the site, with pictures, extensive emails and conference calls between all involved parties to evaluate the situation. At the request of upmc and alternative accessory mount was submitted for their review.